Event description:
It was reported that the customer's blood glucose level was high, but the specific value was unknown. Customer used both cgm and bg meter for readings. To address the issue, the customer administered a correction bolus via the pump, and tandem technical support provided various troubleshooting steps, including inspecting the infusion site and tubing connections. The caller was instructed to replace supplies if necessary and resume insulin, with a follow-up requested for additional assistance.